Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one side came loose when the 2.5 mm coupler was closed. This was observed after the vein was hooked on both sides of the spikes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and did not allow for further investigation into the reported problem of ring dislodgement, as the photograph was blurry. Due to lack of product return and blurry photograph provided, this issue could not be confirmed or refunded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.